Event description:
It was reported via repair work order that the foot section would not latch due to abduction clogged/kinked and it was also reported that the foot section calf support wont latch due to alignment/adjustment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.